Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was noted that the right ventricular (rv) lead exhibited high, undefined impedance and high, unstable thresholds. The device was reprogramed and remains in use. No further patient complications have been reported as a result of this event.